Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has become dim; the issue was noticed several months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:investigation revealed a dim and discolored display screen. Unrelated to the complaint, evaluation revealed that the up arrow keypad button was intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.